Event description:
Clinical event information: I write to notify you of the death of a pt who passed away following the implantation of a lotus direct aortic transcatheter valve (tavi). The risks of he procedure and eth options available were explained to pt and his daughters by me at length. The pt information lists death as a possible risk, this was discussed and the pt and his family were aware that death was a possible outcome of the procedure. Pt was refered for consideration of tavi in the setting of severe symptomatic aortic stenosis. He reported a 9-12 month history of progressive dyspnoea and exercise intolerance. While he could previously play 9 holes of golf he had become breathless during personal activities of daily living such as showering and dressing. His medical history was otherwise significant for prostate caner (treated by surgical excision), urethral obstruction with a suprapubic catheter in situ, osteoarthritis and benign positional vertigo. His sts risk score was 4.3 percent and euroscore ii7.1 percent. He therefore proceeded to have anatomical assessment which included a resting transthoracic echocardiogram, invasive angiogram and CT angiography. These tests revealed severe tortuosity of the iliofemoral access vasculature and an extreme vertical aortic valve lie which precluded tavi by the femoral or subclavian approaches. A lra line was inserted adn general anaesthesia administered. A 6f rra sheath was then inserted and a 6f rfv sheath to allow temporary pacing via a temporary pacing wire positioned at the rv apex. Performed a hemi-sternotomy from the suprasternal notch into the right second intercostal space. There was considerable bleeding from the chest wound and surrounding structures early in the procedure and prior to the direct aortic puncture. This bleeding required transfusion of packed cells and other volume expanders. There was continual minor bleeding from the access site requiring ongoing haemodynamic support. Several sites of minor bleeding were identified and either clipped or cauterized during the operation. The optimal aortic puncture site was then identified and purse-string sutures placed. The aorta was punctured with a cook needle and a short j-tipped wire placed. A short 8f sheath was then inserted into the aorta. The aortic valve was crossed with a straight wire and then exchanged for a stiff-wire with a shaped curve via a pigtail catheter. This was done under fluoroscopy in accordance with standard practice for this technique. A balloon valvuloplasty was then performed using an 8mm balloon. This part of the procedure was uncomplicated. The 8f sheath was then removed and the direct aortic puncture site was dilated prior to insertion of the lotus delivery system. The lotus delivery catheter was positioned across the aortic valve and deployed under fluoroscopic guidance. The initial device position was marginally high on the non-coronary cusp so the device was re-sheathed, repositioned and re-deployed at an optimal position 3-4mm below the native annulus. Aortography at this point showed an optimal position, patent coronary arteries and no para-prosthetic aortic regurgitation. The valve was therefore locked and released in accordance with the standard technique. The final aortogram appeared very good and no complications were detected. Adequate haemostasis at the aortic puncture site and from the surrounding field took some time to achieve. Bleeding form a right internal mammary laceration was also identified and managed successfully at this point. The minor ongoing bleeding required further blood product replacement and was complicated by haemodynamic distress and acidosis. The surgical field was ultimately closed in layers after haemostasis was achieved. Two drain tubes were inserted and placed on suction. In ICU it was noted that there was significant output from the drains so he was taken back to theatre in the setting of significant blood loss, acidosis and hypothermia. An apparent aortic dissection was identified on trans oesophageal echocardiogram, it extended back to the pericardial space. This was deemed to be unsalvageable and pt passed away at 10pm. Reference: (B)(4) in relation to a pt death with lotus procedure tavi.